Event description:
Brakes would not hold on this stretcher. There were no injuries in this event.

Manufacturer narrative:
The brakes not holding could lead do unintentional movement of the stretcher which has the potential to cause serious injury. The technician adjusted the casters in order to resolve the problem.